Event description:
It was reported that the patient with this right atrial (ra) lead experienced a hematoma. Compression therapy was started. The physician decided not to discharge the patient that day due to the hematoma. The lead remains in use. No additional adverse patient effects were reported.